Manufacturer narrative:
Evaluation summary: it is possible that the cause of the nozzle falling off is that the nozzle has fallen off due to deterioration of the adhesive due to repeated use. Correction information: g6: follow up #1; h2: type of follow up; h6: coding changed based on the investigation result. Additional information: h4: device manufacture date.

Event description:
Pentax medical was made aware of a report for an event which occurred in the USA stating "air/water nozzle missing not able to screw into medivator is stripped" involving pentax model eg-2990i/serial (B)(4). The facility stated the event occurred during reprocessing. No further information was provided at the time of the report. The device was returned to pentax medical on (B)(6) 2021. Pentax service inspectional findings included: operation channel-primary slice by accessory, up/down angulation knob play, distal body chip at channel opening at thinnest part, passed wet/dry leak test, air/water nozzle glue missing, air/water socket worn thread, video image has a white or red bot, fluid invasion not observed in pve connector nor in control body, air/water socket cylinder residue deposit, and air/water socket cylinder o-ring chipped. Repairs were performed on the device which included replacement of the following components: o-rings and seals, distal end assy with tubes, adjusting collar, bending rubber, angle wire, rl and ud pulley assy, and air/water socket. The device was returned to the customer on (B)(6) 2021. This device has been routinely serviced at a pentax facility since the device was put into service. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.